Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the weight of the device was to specification. Deformation, a crease fold and wear abrasion were observed on the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports left side pain. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reports left side pain. Device has been explanted.